Event description:
It was reported that the device has an air in line error. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced ail sensor due to air in line error. A review of the device history record for sn (B)(6) was performed from date of manufacture 09/24/2014 to the present date 01/21/2021 and note that this device has been returned for service twice without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(6) for the same or related failure mode. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the moog ail kit. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #¿s noted for the following parts replaced that have an already existing CAPA. CAPA #: ca-2014-0284 for lvp air in line.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device has an air in line error. No additional information was provided. There was no patient involvement.